Event description:
It was noted that the screw was broken when the doctor tried to remove the screw out of the patient's body during the revision surgery. The doctor needed to make additional incision to remove the broken tip of the screw. No product remains in the patient's body.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.